Event description:
Customer reportedly received results of 495 mg/dl and 195 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the customer is not willing to return the test strips. Replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Unwilling to return product.